Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were "210 mg/dl on their meter and "142 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 48%. Pt did not experience any adverse events. The control solution test passed (result: 160 range: 138-203). No further info has been reported.